Event description:
Case description: this serious spontaneous case from australia was reported by a consumer as "hyperglycaemia (blood sugar level of 27.5)(hyperglycaemia)" beginning on (B)(6) 2021, "piston rod was not moving forward when pressing button(device component malfunction)" with an unspecified onset date, "not pushing out the insulin,wasn't get my insulin(device failure)" beginning on (B)(6) 2021, "the spring inside the pen has broken(device breakage)" beginning on (B)(6) 2021, and concerned a 58 years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", , novopen echo (insulin delivery device) from unknown start date for "device therapy", , novorapid penfill (insulin aspart) from unknown start date (4 years ago) for "drug use for unknown indication". Patient's height: 154 cm. Patient's weight: 62 kg. Patient's bmi: 26.142. Concomitant products included - novofine plus 4mm (32g)(needle), lantus(insulin glargine). On (B)(6) 2021, the spring inside the novopen echo pen was broken and not pushing out the insulin. Hence patient has hit 27.5 (units not reported) as the patient wasn't getting insulin and was frustrated. No further information available. Investigation results: novopen echo blue, batch number: gvge724-4. The device was returned with the cartridge from this case mounted. A visual examination of the returned product was performed. On receipt there was a gap between piston rod of the device and the rubber piston in the cartridge. If the user attempted to make an air shot or to dose prior to this no insulin would have been dispensed. The user either retracted the piston rod correctly during change of the cartridge, but mounted a partly used cartridge afterwards without ensuring contact between the piston rod and the rubber piston by following the air shot procedure, the user left the needle on the pen between injections, or the user retracted the piston rod between injections. The electronic register was checked. The readout revealed indications of use of the pen with no flow in the delivery system. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The function of the piston rod was found normal. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Confirm. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again, if a new injection needle is mounted on the pen immediately before the injection. The observed problem was caused by unintended use of the device. Novopen echo blue, batch number hvgm561-1. The electronic register was checked. Mitigation codes indicating foreign matter on electronic parts were present. The readout revealed indications of use of the pen with no flow in the delivery system. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The function of the piston rod was found to be normal. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Confirm. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again, if a new injection needle is mounted on the pen immediately before the injection. The observed problem is caused by unintended use of the device. The memory display showed - - (two lines) after injection. The observed problem does not influence the mechanical functions of the pen. The observed problem was caused by interference from foreign matter entering the pen and is due to accidental handling during use. Novorapid penfill, batch number kr72j54. Visual examination of the returned product was performed. The cartridge was tested with a random novopen echo and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The returned sample has been analysed chemically. All the results were as expected and within acceptable limits. During examination of the product, no irregularities related to the complaint were detected. Since last submission the case has been updated with the following: -patient height, weight and bmi update. -novofine added as concomitant. -onset date of event "spring inside the pen has broken" and "not pushing out the insulin" was updated. -reporter's comments updated. -investigation result updated. -annex b, c, d and g coded updated. -narrative updated accordingly. Final manufacturer's comment: (B)(6) 2021: upon investigation of the suspected returned device (novopen echo, batch number gvge724-4), it revealed a large gap between the rubber piston and the piston rod washer. Electronic data revealed indications of use of the pen with no flow in the delivery system. The patient will not receive any insulin and could experience a hyperglycaemic event. The observed problem is caused by unintended use of the device. (B)(6) 2021: upon investigation of returned device (novopen echo, batch number hvgm561-1) device was found to function normally. However, mitigation codes indicating foreign matter on electronic parts were present. The readout revealed indications of use of the pen with no flow in the delivery system. The patient will not receive any insulin and could experience a hyperglycaemic event. The observed problem was caused by interference from foreign matter entering the pen and is due to accidental handling during use. Reporter comment: - injection technique : flat skin under arm. - does not leave the needle attached to the pen in between injections. H3 continued: evaluation summary: novopen echo blue, batch number hvgm561-1. The electronic register was checked. Mitigation codes indicating foreign matter on electronic parts were present. The readout. Revealed indications of use of the pen with no flow in the delivery system. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The function of the piston rod was found to be normal. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Confirm. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again, if a new injection needle is mounted on the pen immediately before the injection. The observed problem is caused by unintended use of the device. The memory display showed - - (two lines) after injection. The observed problem does not influence the mechanical functions of the pen. The observed problem was caused by interference from foreign matter entering the pen and is due to accidental handling during use.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycaemia (blood sugar level of 27.5) [hyperglycaemia] piston rod was not moving forward when pressing button [device malfunction] not pushing out the insulin, wasn't get my insulin [device failure] the spring inside the pen has broken [device breakage]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hyperglycaemia (blood sugar level of 27.5) (hyperglycaemia)" beginning on (B)(6) 2021, "piston rod was not moving forward when pressing button (device component malfunction)" with an unspecified onset date, "not pushing out the insulin, wasn't get my insulin (device failure)" with an unspecified onset date, "the spring inside the pen has broken (device breakage)" with an unspecified onset date, and concerned a female patient (age was not reported) who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", novopen echo (insulin delivery device) from unknown start date for "device therapy", novorapid penfill (insulin aspart) solution for injection, 100 u/ml, dose, frequency & route used: 4-10 units before meals (depending on meal), unknown from unknown start date for "drug use for unknown indication". The patient's height weight and body mass index were not reported. Medical history was not provided. Concomitant products included - lantus (insulin glargine). The patient reported that the spring inside the novopen echo pen was broken and not pushing out the insulin. Hence today ((B)(6) 2021) patient has hit 27.5 (units not reported) as the patient wasn't getting insulin and was frustrated. Patient had a second novopen echo blue as a spare but when patient went to administer the evening dose this pen had the same problem. Also the piston rod was not moving forward when pressing button. Patient had to go to hospital to obtain insulin dose but was not admitted. Hospital gave patient flexpen presentation to use in meantime. Batch number of novopen echo was gvge724-4 and hvgm561-1. Batch number of novorapid penfill was kr72j54. Action taken to novopen echo was reported as product discontinued. Action taken to novorapid penfill was not reported. The outcome for the event "hyperglycaemia (blood sugar level of 27.5) (hyperglycaemia)" was not reported. The outcome for the event "piston rod was not moving forward when pressing button(device component malfunction)" was not reported. The outcome for the event "not pushing out the insulin,wasn't get my insulin(device failure)" was not reported. The outcome for the event "the spring inside the pen has broken(device breakage)" was not reported. Preliminary manufacturer's comment: on 24-mar-2021: both the suspected devices has been returned to novo nordisk for evaluation. Investigation is ongoing. No conclusion is reached.